Event description:
Pt experienced pain and stiffness 6 months post op. Lucent lines appeared on x ray under femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.